Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by cloudy effluent and abdominal pain. On an unreported date, the patient was hospitalized for the suspected peritonitis event. The cause of the suspected peritonitis was not reported. On unreported date(s), the patient was treated with unspecified antibiotics for fourteen days (route, medication, dosage, frequency, and specific dates of duration not reported) for the peritonitis event. Antibiotic treatment was completed on an unreported date. It was not reported if dianeal therapy was ongoing. The patient was recovered from the suspected peritonitis event. No additional information is available.